Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 460 mg/dl (system 1) and 220 mg/dl (system 2). No adverse event reported. It is unknown if the same test strips were used for both meters and results. The test strip lot number was not provided for system 2. Return of the suspect device was requested for evaluation.